Event description:
It was reported that the patient underwent an ablation procedure for a ventricular tachycardia (vt). The patient developed a pericardial effusion related to the percutaneous pericardial puncture required for the vt ablation. A day after the ablation, when the pericardial drain was removed, an event of spontaneous ventricular fibrillation occurred that could not be terminated. The patient died subsequently.

Manufacturer narrative:
The concomitant products: stockert: model# 39d-76x, serial # (B)(4). Coolflow pump: model# m-5491-01, serial # (B)(4). C3 webster quadrapolar with auto ID ¿ fixed: model# d-1085-254-s, lot# 15815203m. C3 external reference patch: model# d-1283-02, lot # ll070213. Carto 3: model# m-4800-01, serial # (B)(4).